Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in clinic for a routine follow up post device upgrade and lead replacement. Upon investigation, the right atrial lead was noted with undersensing that was unable to be programmed around. Intermittent loss of capture was also noted that caused atrial fibrillation episode recordings. Atrial sensitivity was set to max, and output increased in attempt to maintain capture. The patient was stable and would be followed remotely for now.